Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
Bd instyle autoguard bc needle failed to retract after nurse used it on patient. Infusion center manager and charge nurse randomly selected another from the same lot and the retractor stuck again, but with additional pressing finally retracted. All needles with this lot# were pulled from the floor and backstock.